Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motion sensor test failure. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that she believe that the insulin pump was over delivery insulin and her blood glucose level dropped drastically. Customer also reported to have received an unexpected restart alarm. Customer declined motor error, unexpected restart, and motion sensor test failure alarm troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.